Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient experienced episodes of erratic blood glucose levels. On an unspecified date, the patient obtained a normal fasting blood glucose level (specific result not provided), and afterwards took a bolus dose of insulin. While preparing her breakfast, the patient fell and passed out. Emergency services were contacted, and when paramedics arrived, the patient's blood glucose level was tested to be 44 mg/dl. The patient was transported to the emergency room, where she was treated intravenously with glucose, as well as given food and juice to eat. The patient reported, the pump was exposed to x-rays on (B)(6) 2012. The manufacturer warns users not to allow the pump to be exposed to x-rays, CT or MRI scans. The patient allegedly obtained erratic readings after this occurred, ranging from 40 mg/dl to 365 mg/dl. The patient experienced the symptoms of lethargy, sweating and inability to think clearly when her blood glucose levels were low, and the symptoms of frequent urination and "feeling unwell" when blood glucose levels were high. The patient did not seek any medical attention at these times. Troubleshooting revealed the pump settings and date/time were correct; however, the patient refused to complete the troubleshooting process. It was also revealed the patient's technique was incorrect by replacing the infusion set and infusion site only every three to five days, which may have contributed to under-infusion of insulin. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe injury while using the pump, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the total insulin daily dose was accurately delivering up until the last date used by the patient. There was no alarms or pump conditions representing a malfunction recorded in black box or alarm history. A 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. No insulin delivery or functional defects were found with the returned pump.